Manufacturer narrative:
During a chimney-graft of the left renal artery the tip of the pgw jindo 300 cm str 0.035 guidewire was lost in the renal artery. The patient had to be monitored intensively, however the patient is well, discharged on time, and not showing a perfusion problem of the kidney. There were no anomalies noted when the device was removed from the package. There were no anomalies noted during prep. The degree of vessel tortuosity and vessel angulation is moderate. There was no stenosis. The device was not used for a chronic total occlusion (cto). There was no resistance met while advancing the device. There was a little excessive torqueing required. The device also kinked in the area of separation. There was no resistance met while withdrawing the device. The device separated approximately 4 cm from the distal end. The segment was not retrieved. A non-sterile pgw jindo 300cm str 0.035 was received inside a plastic bag. Two bends were noted at 0.5 cm and 1.5 cm from the distal end. A peel off condition was also noted. No other anomalies were found during analysis. During microscopic analysis it was noted that wire tip was fractured. The unit was sent to sem analysis to analyze the potential cause of the fracture/separation. Sem results showed that the wire tip presented with evidence of reverse bending and ductile dimples at the separated surface. Reverse bending or fatigue failures could be related to the application of fluctuating stresses. The ductile dimples suggest a device manipulation that led the material to separation. The available evidence suggests an application of stress that exceeds the material yield strength or a tensile overload. No other anomalies were found during sem analysis. The cause of the peel off condition found could not be conclusively determined; however, it does not appear to be manufacturing related. A review the device history records relative to the manufacturing, inspecting and packaging of lot 35233979 indicates this product was final inspection tested and was determined to be acceptable. The failures reported by the customer as ¿distal tip ¿ fractured- separated -in patient¿ and ¿guidewire-kinked/bent¿ were confirmed due to wire tip being received fractured and bends noted. The exact cause of the events reported by the customer could not be conclusively determined during the analysis. Based on the limited information available for review, vessel characteristics as well as procedural and handling factors likely contributed to the reported events. Neither the phr review nor the product analysis suggests that the failures are related to the manufacturing process; therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing records could not be conducted without a lot number. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the tip of the pgw jindo 300 cm str .035 guidewire was lost in the arterial renal. The patient has to be monitored intensively. The product will be returned for analysis. Additional information has been requested. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. What was the intended procedure was a chimney-graft for left a. Renalis. The vessel tortuosity was moderate. Vessel angulation was moderate. There was no stenosis. None the device was not used for a cto. There was no resistance met while advancing the device. There was a little excessive torquing required. The device kinked in the area of separation. There was no resistance met while withdrawing the device. The device separated approximately 4 cm from the distal end. The segment was not retrieved. The patient is well, dismissed in time, cta control without perfusion problem of the kidney. The patient has to be monitored intensively.